Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: instrument/biopsy/suction channel cfu: 0 bacterial identification: na sampling date: (B)(6) 2024 sampling from: air/water channel cfu: 1 bacterial identification: e. Coli sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: 0 bacterial identification: na the device was evaluated where additional potential adverse events were confirmed where foreign material was noted in the air/water cylinder, the air/water tube and the jet tube. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor filed performance for this device.

Event description:
No additional information.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.